Manufacturer narrative:
Citation: avvedimento et al. Hemodynamic performance of the sapien 3 ultra resilia valve: insights from a propensity-matched analysis. J am soc echocardiogr. 2025 feb;38(2):132-135. Doi: 10.1016/j.echo.2024.10.007. Epub 2024 oct 28. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding hemodynamic performance of the sapien 3 ultra resilia valve thru a propensity-matched analysis. The study population included 415 patients.  Multiple manufacturer¿s devices were implanted in the study population; 127 patients were implanted with a medtronic evolut r, evolut pro, evolut pro+ or evolut fx bioprosthetic valve.  Among all patients, clinical observations included: severe patient-prosthesis mismatch, mean gradients >20 mmhg, and moderate to severe aortic regurgitation (ar).  No further information was provided pertaining to medtronic products.